Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records noted that the pt's fluid positive for alpha hemolytic streptococcus with elevated white blood cell count. These particular medical records did not indicate the source of this peritonitis. Causality cannot be confirmed to be one way or another based on a short culture report. External, visual inspection: there were no signs of any physical damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during a simulated treatment. The valve actuation test passed. The system air leak test passed. Internal inspection: there were no indications of fluid or dried fluid inside the cassette compartment or in the interior of the received unit. The internal, visual inspection found no visual discrepancies. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
A peritoneal dialysis (pd) pt reported they developed an infection and later underwent a catheter related procedure on (B)(6) 2015. Follow-up with the pt's pd nurse confirmed the pt was diagnosed with peritonitis on (B)(6) 2015.